Event description:
It was reported that the trial patient¿s lead components ¿came out¿ last night or this morning and might have occurred while they were sleeping. It was also reported that the ¿pads that hold the wires they¿re out¿. It was noted that during the trial the patient switched sides on sunday and that the trial was placed on (B)(6) 2014. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).